Manufacturer narrative:
Received 3 unopened urological catheter lot samples for evaluation. Per the visual inspection, the exterior of the samples were inspected and did not find any evidence of a failure that would support the reported event. Per the dimensional valuation, it was found that the french size was a 15 french. The specification is 14 french +/-1 french; therefore, all of the samples met specification. The reported event was unconfirmed, as the product met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter was larger than usual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter was larger than usual.